Event description:
A blank display on her pump and that she was not able to hear alarms. Customer stated that she performed self-test. However, no audible tones occurred. No more information provided.

Manufacturer narrative:
Final analysis confirmed that the device had blank display due to battery tube connector not plugged in properly to the interface board, which prevented further testing.